Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the cannula. The patient noticed the leak after delivering a bolus. He thinks the wetness of the insulin leak is also causing the self-adhesive to not stick to his skin. No adverse event was reported. The infusion set was requested to be returned for product evaluation.